Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 2 of 4. The home patient (hp) and bags were connected at time of the alarm. The tsr explained the alarms and advised the hp to call the registered nurse (rn) to let them know of the air detect alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance was contacted by the home patient (hp) on (B)(6) 2011 regarding the alarm. The hp stated that the issue was resolved. The hp stated they were not able to identify the cause to the alarm. The hp stated they did not notice defects on the supplies and checked to make sure all the connections were secure. Per hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated that they were doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.